Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761 lot# serial# (B)(4), implanted: explanted: product type: recharger. Device analysis for the desktop charger revealed a broken connector.

Event description:
The patient reported that the recharger screen was unresponsive. This occurred this morning when the patient wen to charge his implantable neurostimulator (ins) battery. It was confirmed that there was current from the wall outlet and the connector pin was secure, not loose or broken. Performing the recharger reset did not solve the issue. The recharger was not working. The patient denied getting the device wet or dropping it. The ins battery was low and the patient will have to take a bunch of pain medications now until he can get the ins recharged. The ins battery icon on the patient programmer (pp) was empty. The patient turned the ins off until he can recharge. It was additionally reported that the desktop charger did not have a green light and the connector pin was loose. The patient could not charge. No patient harm reported. The indication for use included spinal pain and head/neck (non-malignant).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.